Event description:
Dexcom g6 sensor inaccuracy: 6:55pm g6 reading116, finger stick reading is 75. That is a 54.7% mard, which is outside the allowed 20% range.

Event description:
Additional information received on 3/25/2025 for report mw5168033. Dexcom g6 sensor error > 3 hours. Replaced sensor and dexcom will not send replacement.